Manufacturer narrative:
Unit received with stripped battery cap coin slot (p) minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported that the insulin pump's battery was low and the battery cap was not able to be removed. Blood glucose level was 115.2 mg/dl at the time of the call. No further information was provided.